Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported device failure to charge. Based on all available evidence and complaint investigations of a similar nature, the reported device failure to charge was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full capacity. There was no patient injury reported as a result of this incident.